Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after filling the cartridge with 100 units of insulin, a minimum fill notification was received. Blood glucose was not impacted. Another cartridge was successfully loaded and insulin delivery was resumed.